Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned to its original placement. The patient was doing well postoperatively and the device remains implanted. No device malfunction suspected.